Event description:
It was reported that a user contacted support stating the ilet was ¿trying to kill him¿ after receiving insulin when glucose had previously been around 180 mg/dl, followed by a measured blood glucose of 46 mg/dl; the agent explained that the system delivers insulin to correct to preset targets and referred the user to clinical management for target adjustments. Symptoms included hypoglycemia with a blood glucose value of 46 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included complaint intake, user education on system targets and automated corrections, and referral for additional training. Investigation of this case revealed no device malfunction reported and that the event was consistent with automated correction insulin delivery operating to target range, with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.